Event description:
A customer reported experiencing a cartridge alarm 20 on their pump, although they had not previously reported this specific alarm with the pump's serial number. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, technical support decided to replace the pump and provided the customer with instructions to put the current pump into storage mode, along with return procedures. A replacement pump was sent, and the customer acknowledged understanding the required steps. No backup therapy was available, and the customer was advised to consult their healthcare provider.